Event description:
It was reported by the rep the device was used during a laparoscopic bilateral herniorraphy. It was reported the staples formed outwardly instead of inwardly. (I.e. The staples at distal point did not form properly). The surgeon used two eas staplers and both malfunctioned. The surgeon completed the procedure with ems device. There was no consequence to the pt.